Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads have broken, become loose during brushing / the brush holder is loose from the brush [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had a package of oral-b power oral care refills precision clean in which three brushes had broken within three weeks; she elaborated that the brush heads become loose during brushing with an oral-b rechargeable toothbrush, version unknown. She explained that the brush holder was loose from the brush. She had never experienced this before using these brush heads. No symptoms developed. On 17-may-2016 received consumer follow-up: the consumer reported that nothing happened to the logo. No further information was provided.